Event description:
It was reported that at follow-up, decreased sensing and high capture threshold were noted. Patient to be seen again in (B)(6). The patient's clinical condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.